Event description:
It was reported that during a drug-eluting stenting treatment procedure, the stent detached. The target lesion was in an unknown, calcified vessel which had been pre-dilated. No additional information is available, despite several requests. Patient status is unknown.